Event description:
An outpatient's fasting blood glucose was measured at 300 mg/dl on a laboratory analyzer. The patient was given an IV drip containing insulin in saline solution for 3 hours. A test was performed on a precision xtra meter and a reading of "h" was obtained. The patient felt symptoms low blood glucose, so a laboratory comparison test was performed giving a reading of 30 mg/dl. The tests were performed within a ten minute timeframe. When taking the "hi" reading to be 500 mg/dl, the results were plotted on a parkes error grid and fell in the "e" zone showing the difference to be clinically significant.